Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the battery gauge was fluctuating and the customer received a power source alert. There was no reported adverse affect on the customers blood glucose. Reportedly, the pump successfully began charging after leaving the pump plugged into the power source.